Event description:
It was reported that the patient suffered a transient ischemic attack. In (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A 21mm watchman laa closure device was successfully implanted. At the 45 day follow up a transesophageal echocardiogram (tee) was performed. No jets or leaks were noted on the tee so the patient was taken off the anti-coagulant medication they were taking. On (B)(6) 2018 the patient was admitted to the hospital having a transient ischemic attack (tia). Another tee was performed to check the device and it was noted that the device was still positioned well and looked great. The patient was discharged on (B)(6) and was restarted on eliquis. On (B)(6) 2019 the patient was readmitted to the hospital with aphasia and confusion. It was not confirmed that the patient suffered another tia at this time. It has since been reported that the patient is doing well.